Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. Manufacturers technical support recommend to the customer to generate drpta to identify which leg, power or motor, the failure is located and then advised them that the problem may be the speaker or the pm or mc pcb assembly. The customer replaced the central process unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had error codes for primary alarm and speaker test failures. There was no patient involvement.